Event description:
It was reported to boston scientific that a percuflex plus stent was used during a stent placement procedure (date unknown). According to the complainant during preparation the stent was torn when trying to remove the suture which was attached to pigtail. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: stent broken.

Manufacturer narrative:
Investigation results: stent broken. A visual examination found that the stent shaft was broken. Two sutures were returned with the device, and both sutures were broken. A functional inspection was performed by inserting a mandrel through the stent, it passed properly without resistance. The evaluation concluded that the stent was damaged most likely due to the way in which the device was handled and manipulated during unpacking or preparation. Therefore, the most probable root cause is handling damage.